Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-aug-2025, a user reported a hypoglycemia event on (B)(6) 2025 requiring ems intervention. Ems administered glucagon and the blood glucose levels resolved without hospitalization. No long-term health effects were reported.